Event description:
It was reported that subsequent to a vesica sling procedure, pt required repair surgery in 1997 because "one pelvic screw fell out and the other was loose." There is no further information available on this case.